Manufacturer narrative:
Continuation of d10: product ID: {d-evprop23-29}; product lot/serial number: {unknown}; product type: {0195-heart valves}; implant date: {n/a}; explant date: {n/a}. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 22 millimeter (mm) non-medtronic balloon. Immediately following deployment of the valve, the valve dislodged toward the aorta, leading to an acute deterioration in the patient's hemodynamic status. Angiographic control revealed an occlusion of the right coronary artery. Cardiovascular resuscitation measures were performed. Simultaneously, it was decided to retrieve the valve into the ascending aorta using a snare in order to restore coronary perfusion. A second valve was loaded and ready to be implanted; however, the patient experienced cardiac arrest before the introduction of the second delivery catheter system (dcs) via the femoral artery access site. The patient subsequently died.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 22 millimeter (mm) non-medtronic (numed) balloon. Immediately following deployment of the valve, the valve dislodged toward the aorta, leading to an acute deterioration in the patient's hemodynamic status. Angiographic control revealed an occlusion of the right coronary artery. Cardiovascular resuscitation measures were performed. Simultaneously, it was decided to retrieve the valve into the ascending aorta using a snare in order to restore coronary perfusion. A second valve was loaded and ready to be implanted; however, the patient experienced cardiac arrest before the introduction of the second delivery catheter system (dcs) via the femoral artery access site. The patient subsequently died. Additional information was received that the probable cause of the dislodge was attributed to heavy calcium on the leaflets and an e xpansion issue, not the dcs. The dcs was excluded as a contributing cause to the death.

Manufacturer narrative:
Image review: six static images were provided for review. Fluoroscopic valve load inspection was not provided for review thus it is not possible to validate a good load. A pre-implant balloon dilation was performed prior to the valve implant. The valve was deployed just prior to the point of no recapture and appeared to be significantly under expanded. If a valve is under-expanded: remove system, perform pre-dilatation, and implant new valve with new delivery catheter system (dcs). However, in this case, the valve was released and sometime after final release and removal of the dcs, the valve dislodged aortic. It was reported that cardiopulmonary resuscitation efforts were initiated due to coronary occlusion prompting the use of a snare to reposition the valve. Furthermore, a second valve was loaded but before implantation attempt the patient died. Images of the post dislodge angiogram, or the snaring attempts were not provided therefore it is not possible to validate cause of death. As stated in the instructions for use (IFU): potential risks associated with the implantation of the bioprosthesis may include, but are not limited to, the following: prosthetic valve migration/embolization; coronary occlusion, obstruction, or vessel spasm (including acute coronary closure); myocardial infarction, cardiac arrest, cardiogenic shock, cardiac tamponade; death. The patient¿s executive summary was not provided for anatomical review. Updated: a2, a4, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.